Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 567 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform the high pressure test. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with an intra venous with fluids and two or three doses of insulin with a manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08695 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 2 days. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No basal anomaly or unexpected resume alert noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. Device uploaded properly using carelink. Device had intermittent button response on the act button due to flattened dome switch . No button error alarm noted. During visual inspection, the keypad connector on the electrical board was found locked properly. Device had minor scratched display window, deep scratched case near the display window and the battery tube, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.